Event description:
Subsequent device data was sent to ts for review. Ts and engineering confirmed the device has no resets and no recorded memory errors. Using the battery calculator with the programmed values, pacing percentage and lead impedances, the maximum longevity should be about 8.3 years. The minimum longevity is about 6.2 years. The device was implanted about 5.3 years ago. At the follow up, it was reported the device had 1.5 years of remaining longevity and this added to the time since implant of 5.3 years gives an expected longevity of 6.8 years and this exceeds the minimum longevity for the device. At the present time the device appears to be functioning properly and appears to be meeting or slightly exceeding minimum longevity. No adverse patient effects were reported.

Event description:
Boston scientific received information that no programming changes were made and all measurements were stable. However, the last device check indicated 42 months of longevity remaining. Now, the device is indicating 18 months of longevity remaining. Boston scientific technical services (ts) and engineering reviewed the available information and indicated the device should have a remaining longevity of 30 months instead of 18 months. The provided information was not enough to completely analyze the longevity issue. It was indicated the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This device was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4)